Event description:
Baxter reported, "the patient has experienced a leak, due to a broken clamp, while using the extend life pd transfer set." The date of how long the transfer set was in use is unknown. There was no patient injury or medical intervention has been reported by baxter.